Event description:
Info rec'd indicates the mattress is sunken in the seat and chest section. The technician found the mattress foam and ticking were worn and there was fluid ingress into the foam.

Manufacturer narrative:
The technician used a mattress revitalization kit to repair the bed.